Event description:
The pulse mode needed to be checked out and returned the ventilator for co's evaluation. During functional test, enough liquid oxygen leaked out of the ruptured diaphragm in the relief economizer valve to potentially cause a serious injury if this event were to recur. Additionally, co's service tech reported that the pneumatic demand device was out of specification (which duplicated the reported problem), the flow control knob, flow indicator, and connecting tubes were cracked, the oxygen barb was bent, and the in-line filter was damaged. The unit was repaired and returned to the customer. A corrective action for the relief economizer valve was implemented for units mfg after 11/22/94 which replaced the diaphragm with a more durable material. A review of the product history record indicates no discrepancies in the mfg process per the approved dmr.